Event description:
Documents received allege an adverse pt event while the device was in use. Allegedly on an unspecified date, the pt had an unspecified surgery and in 2005, was "using a pca infusor". No specific programming parameters were provided. Allegedly the next day, the pt experienced respiratory distress, aspiration, cardiac arrest, and subsequently expired. No specific pt info or event details were provided. No further info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.